Event description:
It was reported that the patient underwent orif surgery for trochanteric femoral fracture with the nail. The medullary cavity was narrow, so the surgeon selected the size of the nail in question, and the staff set it in the original device that had been opened. The nail stopped moving during insertion, and the surgeon tried to insert it by hammering, but it still did not move. On the fluoroscopy, they found that the lordosis was tight and hit the anterior cortex, preventing it from moving forward. The sales rep explained the risk of breaking through the anterior cortex if they continued to force it, and proposed replacing it with a different size nail, 9mm/125 deg ti cann tfna 170mm - sterile, which the surgeon agreed to. Reinsertion after the replacement went smoothly, and the surgery was completed successfully within 30 minutes of delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> manufacturing location: monument manufacturing date: 24-oct-2022 expiration date: 01-oct-2032 part number: 04.037.943s, 9mm/130 deg ti cann tfna 200mm¿ sterile lot number: 2631p98 (sterile) lot quantity: 12 component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿the nail stopped moving during insertion¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. Device history review ==> a manufacturing record evaluation was performed for the finished device with batch number 2631p98. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.